Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) device was not inspected after preparation and before use. Evaluation summary: an analysis of the returned device did confirm the reported stent dislodgement. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported that the balloon was inflated at the lesion site before it was noticed that the stent had dislodged. It should be noted that the instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a mid right coronary artery stenting procedure, the rx xience v stent delivery system was advanced to the lesion. Upon deployment, it was noted that the balloon inflated, but the stent did not deploy. The preparation table was checked and the stent was found attached to the mandrel. There was no adverse patient sequela and no clinically significant delay in procedure. The procedure was completed with another rx xience v stent (3.0x8mm). There was no additional information provided.